Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/right essure not in the fallopian tube') in a 27-year-old female patient who had essure (batch no. 624469, 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included seizures in 2015, gravida ii, parity 2, menometrorrhagia, appendectomy, urinary incontinence, sleep apnea and bipolar disorder. Concomitant products included ibuprofen (motrin) for pelvic pain female. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 10 months after insertion of essure. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), vaginal infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ gen. Abnorm. Bleed."), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), vaginal discharge ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob"). The patient was treated with levetiracetam (keppra) and surgery. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, depression, vaginal discharge, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2008, she reported hpt was positive and in office urine pregnancy test was negative. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, psych injury, device dislocation, uti, vaginal infection, vaginal discharge. If no removal planned, select reason(s) - unable to afford surgery. Discrepancy noted in essure insertion date (B)(6) 2007 and (B)(6) 2007. After placement, there were 2 coils protruding from the ostium on the left and 8 coils protruding on the right. Lot number: 624469. Manufacture date: 2007-04. Expiration date: 2009-03 . Lot number: 624497. Manufacture date: 2007-05. Expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/right essure not in the fallopian tube/ essure device was unable to be visualized on the right') in a 27-year-old female patient who had essure (batch no. 624469, 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included seizures in 2015, gravida ii, parity 2, menometrorrhagia, appendectomy, urinary incontinence, sleep apnea, bipolar disorder, epilepsy, gas, chest pain, peptic ulcer disease and uterine fibroid. Concomitant products included ibuprofen (motrin) for pelvic pain female. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 10 months after insertion of essure. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), vaginal infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ gen. Abnorm. Bleed."), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), vaginal discharge ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob"). The patient was treated with levetiracetam (keppra) and surgery. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, depression, vaginal discharge, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2008, she reported hpt was positive and in office urine pregnancy test was negative. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, psych injury, device dislocation, uti, vaginal infection, vaginal discharge. If no removal planned, select reason(s) - unable to afford surgery discrapncy noted in essure insertion date- (B)(6) 2007. After placement, there were 2 coils protruding from the ostium on the tleft and 8 coils protruding on the right. Lot number: 624469, manufacture date: 2007-04, expiration date: 2009-03. Lot number: 624497, manufacture date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-apr-2021: medical records received- new reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/right essure not in the fallopian tube') in a 27-year-old female patient who had essure (batch no. 624469, 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included seizures in 2015, multigravida, parity 2, menometrorrhagia, appendectomy, urinary incontinence, sleep apnea and bipolar disorder. Concomitant products included ibuprofen (motrin) for pelvic pain female. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 10 months after insertion of essure. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), vaginal infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ gen. Abnorm. Bleed."), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), vaginal discharge ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob"). The patient was treated with levetiracetam (keppra) and surgery. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, depression, vaginal discharge, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2008, she reported hpt was positive and in office urine pregnancy test was negative. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, psych injury, device dislocation, uti, vaginal infection, vaginal discharge. If no removal planned, select reason(s) - unable to afford surgery discrepancy noted in essure insertion date- (B)(6) 2007. After placement, there were 2 coils protruding from the ostium on the left and 8 coils protruding on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. New events depression and anxiety were added (clubbed with previously reported event psych injury). Patient's medical history was added. Essure device model was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding/ gen. Abnorm. Bleed.') In a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included ibuprofen (motrin) for pelvic pain female. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), urinary tract infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), vaginal infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob"). The patient was treated with surgery. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, psychological trauma, vaginal discharge, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, psych injury, device dislocation, uti, vaginal infection, vaginal discharge. If no removal planned, select reason(s) - unable to afford surgery discrepancy noted in essure insertion date- (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal), she did not undergo essure confirmation test. Events onset date, concomitant drug were added. Essure insertion date were updated. Essure model updated 305 to 205. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding/ gen. Abnorm. Bleed.') In a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), urinary tract infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), vaginal infection ("bladder/urinary problems - uti, vag. Infect.,vag. Discharge"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, psychological trauma, vaginal discharge, urinary tract infection, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, psych injury, device dislocation, uti, vaginal infection, vaginal discharge. If no removal planned, select reason(s) - unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became incident. New events- dysmenorrhea, back pain, menorrhagia, genital bleeding, psych injury, migration, uti, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder. New reporter was added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.